Manufacturer narrative:
Evaluation summary: the reported incident that non locking screw anchorage ø3.0mm / l20mm was alleged of issue s-12 (breakage during surgery) could be confirmed since a picture of the alleged device was provided. Based on currently available information, the root cause is attributed to a user related issue. The failure was caused by overtightening please note that the current op technique reads: ¿applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Student was inserting 3.0x20mm non locking anchorage screw into lisfrance anchorage plate, and just before screw was seated the head of the screw broke off.it was reported that "broken screw was left in."

Event description:
Student was inserting 3.0x20mm non locking anchorage screw into lisfrance anchorage plate, and just before screw was seated the head of the screw broke off.

Manufacturer narrative:
Device will not be returned. Hospital kept. If additional information becomes available it will be provided on a supplemental report. Hospital kept device.